Manufacturer narrative:
During the investigation of this event, the reported type 3a endoleak was refuted, rather there was a type ii endoleak of the sacral artery. The event is anatomy related and not related to a device failure therefore, this event is no longer reportable. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections: h6: (B)(6).

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and two (2) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3a endoleak was identified during a routine follow up. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. As of the date of this report, there have been no additional patient sequelae reported. Note: this patient has had two (2) previously reported events. 2031527-2017-00401 was reported for device movement with sac growth. An infrarenal stent graft extension and a suprarenal stent graft extension were implanted to resolve this event. 2031527-2018-00134 was reported for an indeterminate endoleak with sac growth. An intervention was reported but not confirmed. Additional information: during the investigation of this event, the reported type 3a endoleak was refuted, rather there was a type ii endoleak of the sacral artery. The event is anatomy related and not related to a device failure therefor this event is no longer reportable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and two (2) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3a endoleak was identified during a routine follow up. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. As of the date of this report, there have been no additional patient sequelae reported. This patient has had two (2) previously reported events. 2031527-2017-00401 was reported for device movement with sac growth. An infrarenal stent graft extension and a suprarenal stent graft extension were implanted to resolve this event. 2031527-2018-00134 was reported for an indeterminate endoleak with sac growth. An intervention was reported but not confirmed.